Manufacturer narrative:
The unknown cordis stent migrated between the patient¿s kidney and aorta. The device will not be returned for evaluation because the stent was implanted in the patient 20 years ago according to the magnetic resonance imaging (MRI) technologist. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis, nor were images provided for review. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿generally, complications from stent placement have been comparable to those encountered in routine pta. Potential complications associated with the use of vascular implants may include but are not limited to: stent migration.¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the unknown cordis stent migrated between the patient¿s kidney and aorta. The device will not be returned for evaluation because the stent was implanted in the patient 20 years ago according to the magnetic resonance imaging (MRI) technologist.